Manufacturer narrative:
Investigation found a sticky foreign material running along the right side of the needle mechanism rail and around the environmental seal. The fluid path was inspected and the leak test was performed, the soft cannula was clamped and the ratchet gear was spun. No leaks noted. The battery seals were inspected, no defects noted. The source of the contamination could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient bg (blood glucose) levels reached 530 mg/dl while wearing the pod for between 4 and 24 hours on the arm. Treatment included an injection of 1.5 units and it dropped to 350 mg/dl.